Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at above rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed using wolverine cutting balloon catheter. There were no patient complications nor injuries reported and the patient condition was good.